Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to moisture/a foreign material adhering to the electrical contacts. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii xenon light source displayed b30 (communication error) and e216 (communication error) codes prior to use. The unspecified procedure was completed using a replacement device. There were no delays or patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.